Event description:
The core universal driver was sent for service and it displayed a bias current error during performed testing at the manufacturer. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device. It was also noted that the flexs are frayed.